Event description:
It was reported that the insulin pump alarmed lost sensor. It was reported that the sensor was removed from the body and missing electrode. Customer feels the electrode was broken and left in the body. Customer's blood glucose reading was 198 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.